Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the complaint investigation. Updated fields: h3, h4, h6, h11. Olympus provided the following result of the culture test, performed at the third-party labs. Sampling date: (B)(6) 2026, sampling from: air/water channel, cfu: <1, bacterial identification: none. Sampling date: (B)(6) 2026, sampling from: auxiliary channel, cfu: 1, bacterial identification: other. Sampling date: (B)(6) 2026, sampling from: instrument channel, cfu: 51, bacterial identification: micrococcus luteus/lylae, cellulosimicrobium funkei, massilia timonae, peribacillus simplex. Sampling date: (B)(6) 2026, sampling from: suction channel, cfu: >80, bacterial identification: other. Sampling date: (B)(6) 2026, sampling from: air/water channel, auxiliary channel, cfu: <1, bacterial identification: none. Sampling date: (B)(6) 2026, sampling from: instrument channel, cfu: >80, bacterial identification: peribacillus sp. Sampling date: (B)(6) 2026, sampling from: suction channel, cfu: >80, bacterial identification: cellulosimicrobium funkei. Sampling date: (B)(6) 2026, sampling from: air/water channel, auxiliary channel, cfu: <1, bacterial identification: none. Sampling date: (B)(6) 2026, sampling from: instrument channel, cfu: 4, bacterial identification: peribacillus sp, psychrobacillus psychrodurans. Sampling date: (B)(6) 2026, sampling from: suction channel, cfu: 2, bacterial identification: peribacillus sp. In addition, the following reportable malfunctions were identified: scope cover was dirty which was due to water leakage. The legal manufacture reviewed the customer provided cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. A review of previous repair from the service history record did not reveal failures that could be the cause of the reported contamination. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.